Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that a physician in the united states planned to take this implantable cardioverter defibrillator (ICD) to honduras for re-implant. This device was removed from a deceased patient after four months of implant time in 2016. The physician reported to the local sales representative that a code 1003 was observed upon interrogation. Technical services discussed this was a battery alert and device data would be needed for analysis, as there would possibly be accelerated battery depletion depending on the current battery status. The local representative noted no data would be sent, and did not indicate if the physician would re-use this device or not. There were no allegations against this device while it was implanted, and the storage conditions since explant are unknown.